Event description:
It was reported on (B)(6) 2012 that the patient was still having "a lot" of pain. The patient stated that her health care provider (hcp) wanted to put in a third lead and put it "down lower." Additional information received on (B)(6) 2012 reported that the cause of the event was a surgical lead placed in the wrong position. It was scheduled for (B)(6) 2012 that the patient would be "supplemented" with a percutaneous lead. Please see manufacturing report #3004209178-2012-09839 for a related event. This report pertained to the patient's earlier lead revisions.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37713, serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator. (B)(4).